Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the tubing. Customer's blood glucose (bg) level was reading "high" on the continuous glucose meter (cgm). Reportedly, the customer attempted to administer a bolus via the pump. Ultimately, the customer went to the emergency room where they were treated with intravenous fluids of saline and insulin. Treatment resolved the issue. Customer was discharged on (B)(6) 2021. Upon follow up with tandem technical support, a pump system check was performed and no issues with pump were revealed. Reportedly, the customer's bg value was "fine now."